Event description:
It was reported that on (B)(6) 2024 the patient presented to clinic for follow up. Device interrogation revealed undersensing, intermittent capture, and diaphragmatic stimulation on the atrial lead. On (B)(6) 2024, a chest x-ray was performed and revealed that the atrial lead had dislodged and was not capturing. The x-ray also revealed that the left ventricular (lv) was dislodged and capturing the right ventricle. The physician elected to explant and replace the atrial and left ventricular leads. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The reported events were lead dislodgement and inappropriate capture. As received, a complete lead was returned in one piece. The reported event of inappropriate capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. S-curve height of the lead was measured within specification. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage.